Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the log files for the treatment day does not show any relevant warning or error messages. The root cause could not be identified during logfile review. The event occurred while the clinical application specialist and field service engineer were present at the site. After the reported treatment issues the articulated arm was tested according to the procedure described in the service and installation record by the field service engineer. In the most recent onsite visit before this event the laser system was moved to a new location. After the system was moved to the new location the articulated arm was tested according to the service record installation and no movement greater than two fifty microns of the beam position in any direction was observed. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specification as per service installation record. Most likely root cause for the reported event is a defect in the articulate arm which was caused by the relocation and transport of the system to a new site, and which did not show during the subsequent testing according to the service installation record. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a surgeon observed a sticky flap in the right eye, when surgeon attempted to open the side cut at the three to five o'clock position, he was unable and decided to cut through the side cut with a pair of vannas scissors of a patient during lasik surgery. The surgeon and patient agreed to do photo refractive keratometry the same day. There was no suction loss during the initial treatment. There are two related reports for this event. This report addresses the patient initial's ad, right eye and another manufacturer reports will be filed for the fellow eye.

Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).